Event description:
Customer called to inquire about reading an event log as he thinks the wrong amount (rate) was programmed. At 21ml/hr was supposed to be programmed however the IV solution completed in two hrs instead of the expected 24 hrs. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer provided no specific date and time for the reported infusion discrepancy, were it's alleged that a solution went in too fast. Based on this limited info the infusion found in the log occurring on (B)(6) 2012 at around 05:39 am is believed to be the discrepancy the customer is alleging occurred. All infusions performed occurred on the same pt and were performed at a rate of 21ml/hr with the exception of the noted infusion occurring at 5:39 am on (B)(6) 2012. This infusion was programmed to infuse at the rate of 211ml/hr with a vtbi at 500 ml. This infusion completed at 8.02 am. Had this infusion been programmed at 21ml/hr this infusion would have ran for approx 24 hrs. Testing and inspection of the returned devices found no malfunctions and rate accuracy testing as well within specification. A malfunction of the device is not believed to have occurred. The root cause for the customer's reported issue is being attributed to user programming.